Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer changed infusion sets to address the alarm and resumed insulin delivery. The customer's blood glucose (bg) level was 300 mg/dl. Customer went to the emergency room (ER) and was treated with intravenous fluids for diabetic ketoacidosis (dka) considered dangerous. Customer was admitted to the hospital with bg of 380 mg/dl. The customer was treated with insulin drip and potassium phosphate. Customer was released from the hospital on 5/03/2019 with the issue resolved and no permanent damage.